Manufacturer narrative:
When putting a 12mm x 80mm 120 smart control self-expanding stent (ses) over a 0.035¿ unknown emerald guidewire, the unknown emerald guidewire (gw) did not come out of the proximal luer lock connector and there was extra resistance felt. In addition, the radiopaque distal tip of the catheter of the smart control was disconnected from the stent. There was no reported patient injury. The target lesion was the common iliac artery, with little calcification, with no vessel tortuosity. There was sixty percent stenosis. The patient had elective intervention for chronic limb ischemia. When the user attempted to insert a 0.035 wire (unknown gw) through the proximal connector, it was also unsuccessful (inner diameter mismatch). The stent was not used in the patient. Due to the otw delivery system of smart control stent, an attempt was made to put on the smart stent system on the rest of the guidewire, but due to a mechanical obstacle within the stent handle, donning the system did not take place, the guide wire did not appear from the proximal hub. In addition, it was noticed that the distal radiopaque marker was detached from the stent itself. This was not normal, therefore, a different stent was used without any problems. The tantalum radiopaques had been saved in stent without detaching. But distal tip of stent delivery system disconnected from the device when the user tried to check (stent delivery system) passability from the proximal part of stent delivery system using the .035 wire. It happened during preparation of the stent system. The products were stored, handled and prepped according to the instructions for use (IFU). The anomalies were noted prior to inserting into the patient. The wire was not kinked or damaged in any way prior to insertion into the patient. The stent delivery system did not pass through any acute bends. There was no unusual force used at any time during the procedure. The device was not used for a chronic total occlusion. There were no damages noticed to the guidewire. The distal tip disassembled from the stent system during donning of the stent on the wire. It was after preparation, but stent did not enter patient's body. A smart control was used to finalize the procedure. One product was returned for analysis. A non-sterile smart control 12x80 120cm ses was received coiled inside a plastic bag. The pin lock was received in-place. Per visual analysis, the stent was already deployed from the unit but not returned inside the bag. The outer sheath was observed separated approximately at 0.6 cm from the strain relief. Inner shaft was also observed kinked approximately at 13.3 cm from the distal tip. No other anomalies were noted. Per functional analysis, the device couldn¿t be flushed due to the separated condition observed on the outer sheath. Nevertheless, a .035¿ guide wire lab sample was introduced from the hub to the separated area and from the distal tip to the separated area, and insertion/withdrawal was successfully performed, neither resistance nor obstruction was experienced. Per sem analysis the separated area of the outer sheath of the unit revealed evidence of elongations and cup and cone shape-like. Plastic deformation resulting in cup and cone shape-like was observed on the braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations and cup and cone shape-like found on the outer sheath material, the ductile dimples and plastic deformations observed on the braid wires, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the outer sheath material was induced to a tensile force that exceeded the braid wire and outer sheath material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17884443 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip - separated - during prep¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The reported ¿luer hub (inner shaft)- [guide wire lumen hub (luer hub)] ¿ obstructed¿ was not confirmed through analysis of the returned device since insertion/withdrawal test was successfully performed; neither resistance nor obstruction was experienced during the procedure. However, the outer sheath was observed separated, as received. Per microscopic analysis on the separated outer sheath, sem results showed that the observed separated area on the outer sheath material presented evidence of elongations and cup and cone shape-like, and its braid wires presented plastic deformation, ductile dimples and cup and cone shape-like. The previous material characteristics/damages observed on the outer sheath are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the outer sheath material was induced to a tensile force that exceeded the braid wire and outer sheath material yield strength prior to the material separation. Per the observed damage condition of the unit as received, it could be suggested that procedural factors and/or handling process may have contributed to the separated outer sheath. However, the cause of the separated outer sheath and the kinked inner shaft could not be conclusively determined during the analysis. According to the instructions for use, which is not intended as a mitigation of risk ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot 17884443 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
When putting a 12mm x 80mm 120 smart control self-expanding stent (ses) over a 0.035¿ unknown emerald guidewire, the unknown emerald guidewire (gw) did not come out of the proximal luer lock connector and there was extra resistance felt. In addition, the radiopaque distal tip of the catheter of the smart control was disconnected from the stent. There was no reported patient injury. When the user attempted to insert a 0.035 wire (unknown gw) through the proximal connector, it was also unsuccessful (inner diameter mismatch). The stent was not used in the patient. Due to the otw delivery system of smart control stent, an attempt was made to put on the smart stent system on the rest of the guidewire, but due to a mechanical obstacle within the stent handle, donning the system did not take place, the guide wire did not appear from the proximal hub. In addition, it was noticed that the distal radiopaque marker was detached from the stent itself. This was not normal, therefore, a different stent was used without any problems. The tantalum radiopaques had been saved in stent without detaching. But distal tip of stent delivery system disconnected from the device when the user tried to check [stent delivery system] passability from the proximal part of stent delivery system using the .035 wire. It happened during preparation of the stent system. The products were stored, handled and prepped according to the instructions for use (IFU). The anomalies were noted prior to inserting into the patient. The wire was not kinked or damaged in any way prior to insertion into the patient. The stent delivery system did not pass through any acute bends. There was no unusual force used at any time during the procedure. The target lesion was the common iliac artery, with little calcification, with no vessel tortuosity. There was sixty percent stenosis. The device was not used for a chronic total occlusion. There were no damages noticed to the guidewire. The distal tip disassembled from the stent system during donning of the stent on the wire. It was after preparation, but stent did not enter patient's body. A smart control was used to finalize the procedure. The patient had elective intervention for chronic limb ischemia. The devices are expected to be returned for evaluation.